Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: the complaint regarding bolus not calculating correctly was reported on (B)(6) 2018; according to the pump history the pump was in use until (B)(6) 2019. All delivery and bolus history has been overwritten for time of complain due to continued use of the pump. The bolus history for (B)(6) 2019 indicates ezcarb boluses programmed by the user calculated correctly. Using the customers I:c ratio and insulin sensitivity factor (isf) settings, bolus calculation were tested and calculated correctly. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.